Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient´s right hip on (B)(6) 2020. The revision surgery was performed due to chronic pain, hearing loss, and increasingly highly elevated cobalt and chromium levels. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The surgical technique for bhr indicates the acetabular component is to be fully impacted with 15-20° of anteversion and 40-45° inclination angle. The clinical root cause of the reported chronic pain, hearing loss, and elevated cobalt and chromium levels cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause could not be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.